Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab supply manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band balloon deflated from the surgery table to the recovery room. The procedure prior to the use of the tr band was a left heart catheterization. There was no patient injury and/or required medical or surgical intervention. The estimated blood loss was less than 250cc. There were no other devices used during this event. Additional information was received on 31jan2024: the balloon would not stay inflated on the tr band, therefore they had to put on a new tr band for the patient. The new tr band they used was from a different lot number that they had on hand.